Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The facility reported a vitrectomy cutter did not cut very well. It was replaced with a stand alone cutter and completed the surgery. No patient injury reported.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic bag along with a bl5525w pack label from lot v4848. The tip protector was in place as it should be. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and aspirated as intended.